Event description:
It was reported that prior to using bd bbl¿ phenylethyl alcohol agar with 5% sheep blood, one sleeve was missing a label. No patient impact reported. The following information was provided by the initial reporter: "reported one sleeve missing a label. It was notice as soon as it was delivered. The sleeve of plates has not been inoculated or utilized.".

Manufacturer narrative:
H.6. Investigation summary: during manufacturing of material 221277, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 3187128 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints has been taken on batch 3187128. Retention samples from batch 3187128 were not available for investigation. There were 3 photos available for review to assist with this complaint. The first photo shows a sleeved stack of plates. There is no sleeve label present in this photo. The second photo shows a sleeved stack of plates; it appears to have a sticker residue partially on the sleeve. There is no print visible on the remaining portion of the assumed sleeve label. The third photo shows a sleeved stack of plates with the fin seal in view. There is no sleeve label present in this photo. There is no batch information present in any of the photos submitted, and no other product labels were visible for batch verification. Without batch verification, the photos cannot confirm the complaint. No return samples were received for investigation of this complaint. This complaint cannot be confirmed. No complaint trend has been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd bbl¿ phenylethyl alcohol agar with 5% sheep blood, one sleeve was missing a label. No patient impact reported. The following information was provided by the initial reporter: "reported one sleeve missing a label. It was notice as soon as it was delivered. The sleeve of plates has not been inoculated or utilized."